Event description:
It was reported that three weeks prior to the event date in 2003 tubal surgery was performed, and gynecare intergel was used in the peritoneal cavity. The peritoneum was sutured closed. The pt complainted of pain postoperatively, and an ultrasound revealed pooling of fluid in the area of the abdominal wall. The pt was reoperated the same day, and approximately 60cc of gynecare intergel was reportedly removed from a space between the superior rectus muscle and the anterior rectus sheath. The peritoneum was not reopened as a consequence of the second procedure. Additional info provided in 05/03 noted that the original procedure was pelvic microsurgical reconstruction for bilateral hydrosalpinges via laparotomy. Post op symptoms began on day 6. Reoperation, where fluid was drained, was 2 weeks post-op; problem resolved in 24 hours.